Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked/damaged and that the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during investigation, multiple cracks were observed in the battery compartment starting at the threads traveling to the grip pad and from the case seal traveling to the grip pad. The battery cap threads were found to be stripped. The battery cap was unable to fit to the returned pump or a test pump. The battery cap became stuck when trying to remove it. A test cap was able to properly fasten to the returned pump for testing.